Event description:
On 06/18/2019: updated event description: it was reported that on (B)(6) 2019, the patient underwent an elective revision surgery system instability due to the click column system had loosened, specifically, the 3d heads, locking screws and four (4) pedicle screws. The patient presented pain before detecting the malfunction. The click column system malfunction was detected (B)(6) 2019. It was mentioned that the screws that were used in the surgery were pre-assembled from click column system that is to say that in this surgery they did not use the 3d heads. The devices were originally implanted on (B)(6) 2019. The recovered implants were, two (2) clickx pre-assembled screws 6.2 x 45, two (2) clickx pre-assembled screws 6.2 x 50, two (2) soft curved rods and four (4) clickx locking caps. The surgeon will monitor the effectiveness of the click column system through postoperative radiographic controls. There was no surgical delay. The procedure was successfully completed. Currently, the patient was in good condition. This complaint involves ten (10) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description provided for reporting. Implant & explant dates provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k: awareness date reported on follow up 3 report as april 08, 2019 but should have been june 18, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: product return. Visual inspection performed at customer quality (cq) identified worn and stripped conditions on the screw cannulation. No further issues were noted. No xrays were provided to confirm the complaint condition. The given complaint condition does not agrees with the returned device condition. Therefore, the complaint was not confirmed. As only screw, rod and locking cap were returned and not the instrument associated with the procedure, functional analysis on full extent was not able to be performed. Major diameter of screw was measured 6.28 mm using caliper ca 818 which is within specification of 6.2 + / - 0.2 mm as per drawing sm_203080 rev d. Relevant drawings for the returned implants were reviewed (both from the time of manufacture and present revision) and no design issues were identified. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part: 498.990, lot: l492848, manufacturing site: (B)(4), release to warehouse date: 12 july 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
Additional product codes mni, nkb, kwp, kwq. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an elective revision surgery for system instability due to the click column system loosening. Specifically, the 3d heads, locking screws and four (4) pedicle screws. The patient presented pain before detecting the malfunction. The click column system malfunction was detected on an unknown date in (B)(6) 2019. The screws that were used in the initial surgery were pre-assembled from click column system. The revision surgery did not use the 3d-heads. The devices were originally implanted on (B)(6) 2019. The recovered implants were two (2) clickx pre-assembled screws 6.2 x 45, two (2) clickx pre-assembled screws 6.2 x 50, one (1) soft curved rods, and four (4) clickx locking caps. The surgeon will monitor the effectiveness of the click column system through postoperative radiographic controls. There was no surgical delay. The procedure was successfully completed. The patient was in good condition. This report is for one (1) 6.2mm ti click'x® pedicle scr preassembled 50mm thrd length. This is report 3 of 9 for (B)(4).